Manufacturer narrative:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module would have to be replaced to address the issue. Additional findings not related to the malfunction/issue was contamination to the blower, machine flow sensor, in-line filter, and pillow. These parts would need to be replaced on the device. Per the customer's request, these parts were not replaced on the device. The device passed all system tests performed for this device.

Event description:
The manufacturer received information alleging an out of order condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center for evaluation. The third-party service center's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.